Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis was performed when the issue happened, and procedure was completed as planned by using wired footswitch. The philips remote service engineer (rse) connected with the customer and observed that the wi-fi (led) indicator on the wireless footswitch was not illuminated, while the battery indicator displayed a green colour. On another work order the fse went onsite and found that some pedals did not work. To resolve the problem, fse replacing the wireless footswitch. After repairs were completed, system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information the procedure was completed as planned by using wired footswitch. The requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy was not possible by using wireless footswitch. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.